Manufacturer narrative:
Batch info was investigated and there were no deviations or an abnormality detected during the production of this batch. W/o a sample further factory investigation is not possible. Exact root cause cannot be determined. From mfg point of view, the root cause for this adverse event is unk.

Event description:
Acute exacerbation of psoriasis vulgaris. This event is serious (hospitalization) and reportable. However, there is no likely casual relationship to the product.